Event description:
It was reported that during the pre-use check, cadd cassette displayed a "no message" alarm. Even after the pump was changed, the alarm persisted. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found the sample received doesn't present any damage, kink, or cut that could cause the failure mode reported. The sample was received with slide clamp activated. Upon function testing, the reported problem was duplicated. The root cause is unknown. A corrective and preventative action was initiated to investigate further. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Correction: operator of the device: patient/consumer.